Event description:
It was reported that the pacemaker experienced a lead safety switch (lss) two times due to high out of range pacing impedance on the right atrial (ra) channel. The patient noted that they could feel pocket stimulation. In the initial lss episode, the clinic reprogrammed the device to bipolar. The clinic was able to reproduce the high out of range impedance during the second lss episode. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker experienced a lead safety switch (lss) two times due to high out of range pacing impedance on the right atrial (ra) channel. The patient noted that they could feel pocket stimulation. In the initial lss episode, the clinic reprogrammed the device to bipolar. The clinic was able to reproduce the high out of range impedance during the second lss episode. The device remains in use. No adverse patient effects were reported

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.